Event description:
The device was used during a reversal colostomy. It was fired across the small bowel and the staples did not form. The surgeon hand sewed to complete the procedure. There was no pt consequence.